Event description:
The customer contacted stryker to report that their device failed to provide defibrillation energy. The shock was produced with a delay. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   The customer's device was not returned to stryker. The customer was advised that this model of the device is at end of the life and it should be taken out of service if it is not functioning properly. A cause of the reported issue could not be determined. H3 other text : device not returned.